Event description:
It was reported to philips that the system would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the device does not starting up. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and found that host pc was not booting up. To resolve the issue, the rse instructed customer to reboot the host pc from power button. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.